Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyl1858 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by doctor that after the infusion of chemotherapy drug on (B)(6) the patient complained that the part about 3cm above the access site was painful, swelling and was not red. Went to the PICC outpatient and removed the catheter. There was one broken site between 34cm to 35cm on the catheter in the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. A breach was reported in the tubing between the 34 and 35 cm depth marks. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the two piece connector had been assembled to the 4 fr groshong tubing. Tape residue was observed on the red connector and the printing on the extension leg was partially worn. The proximal end of the suture wing was located 3.1cm from the distal end of the strain relief oversleeve. The catheter extended 41.6cm from the distal end of the strain relief oversleeve. A microscopic examination of the groshong s/l catheter revealed a semi-circumferential crease in the groshong tubing between the 34 and 35 cm depth mark. The catheter was breached along the crease. A longitudinal crease was observed in the clear portion of the tubing at one end of the semi-circumferential crease. This type of damage can occur if the catheter is in a location that is vulnerable to kinking, such as the antecubital fossa, which can eventually cause the tubing to split with repeated cycles of flexing/kinking. No defects related to the manufacturing process were noted on the complaint sample.